Event description:
User states they observed a change in their controlled samples. Control material was made at the end of july and aliquots were frozen. Aliquots were tested on different dates and recovered as follows: 08 8.14 ug/ml, the following month 7.43 ug/ml, the next day, 7.37 ug/ml, the same day, 7.49 ug/ml, the same day, 7.8 ug/ml, same day, 7.52 ug/ml, the following month, 5.4 ug/ml, the following month, 5.43 ug/ml, the same day, 5.49 ug/ml, the same day, 5.4 ug/ml, same day, 5.49 ug/ml. No patient samples were involved. If additional information is provided, appropriate notification will be provided.